Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during testing, their device was unable to detect the connection of the defibrillation hard paddles. The customer advised that the device was in manual mode and prompted them to ¿connect cable¿. A new defibrillation hard paddles was tried but the same issue was observed. The device was able to operate properly with the defibrillation therapy cable. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use for the reported event.